Event description:
The user received questionable results for total bilirubin, cholesterol, hdl and albumin for about 20 patient lithium heparin and serum samples. Of the data provided, the results for two patient samples were discrepant. Patient sample 1 initial total bilirubin result was 0.2 mg/dl. The repeat result was 11.7 mg/dl. Patient sample 2 initial hdl result was 84 mg/dl and the repeat result was 54 mg/dl. All of the initial results were reported outside the laboratory. Corrected reports were issued and no patients were adversely affected. The total bilirubin r1 reagent lot number was 63744901 and the r2 reagent lot number was 4284601. The hdl reagent lot number was 63952801. The field service representative determined there was a fluidic failure and a rinse mechanism overflow at the nozzle. He replaced the vacuum tubes for the nozzle at the rinse mechanism. He verified the fluidic adjustments and probe adjustments. To verify the analyzer operation, he performed a mechanism check which passed. The user successfully ran calibration and quality controls near the mean values. He determined the instrument was performing within the manufacturer's specifications.